Event description:
The initial reporter received questionable elecsys hcg+ss results for one patient tested on a cobas e411 disk serial number (B)(4). Prior to patient testing, it was reported there was no problem with the qc results on the morning of the date of the event. All of the hcg results were reported outside the laboratory. The customer performed repeat testing with the sample on the same e411 disk. The initial hcg result was "about 40 to 60" miu/ml. The patient's first repeat hcg result was "almost the same as the 1st test result." It was reported the hcg reagent pack was switched but the qc measurement was not performed. The customer performed calibration and qc, however, the qc results were out of the tolerance range. The customer repeated qc and had acceptable results. The customer performed repeat testing with the sample. The patient's second repeat hcg result was "around 1.2" miu/ml. Due to the patient not being pregnant, the patient's doctor suspected the hcg result of 1.2 miu/ml to be high and the expected result would be 1 or less miu/ml.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The alleged reagent pack was verified by comparison testing with other reagent packs at the investigation's site. The investigation found the alleged reagent pack produced higher signals. The investigation is ongoing.

Manufacturer narrative:
Section d4, expiration date was updated. Calibration data from 05-jul-2022 showed signals at the high end of expectations for calibrator level 1 and signals at the low end of expectations for calibration level 2. Qc data from 05-jul-2022 showed results outside of the specified range, however, repeat qc on the same day was within expectations. Based on the information provided, the cause of the event could not be determined. A general reagent issue can be excluded. The investigation did not identify a product problem.